Event description:
A complainant was rec'd that indicated the dex system was providing inaccurate readings. The complaint stated that the dex system provided a result of 99 mg/dl while a comparative method gave a result of 212 mg/dl. Results were taken within minutes of each other and from different puncture sites. While on the phone a review of the operation of the system was conducted. Electronic checks were satisfactory. A control test was conducted and the system failed to count down. A repeat test was satisfactory. The customer was using test sensor lot 1a1003aa expire date 12/02. A request was made to return the system including reagent for testing and eval. In the meantime a replacement unit was provided.